Manufacturer narrative:
Of the two devices, one lot number was provided and a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device or device component. This information was received from various sources. This malfunction involved two patients with no consequences. One female and one male patients age were reported ranging from 36 to 69 years. All other details of the patients were not provided.